Event description:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer¿s device, heartsine observed that the pad-pak was unable to power a known good device. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the returned device and observed the pad-pak was unable to power on a known good device. Heartsine determined that the cause of the observed issue was due to a blown fuse inside of the pad-pak. Further cause could not be determined. The customer received a replacement pad-pak and the returned pad-pak was scrapped by heartsine.